Event description:
It was reported that high, out of range, pacing lead impedance and high capture threshold were observed when an asymptomatic patient presented in clinic for routine follow-up. Explanting the lead was suggested.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.